Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It is reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) required more autofill's than normal. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse identified gas loss alarms in the logs on (B)(6) which correlated with the reported malfunction. Pressure regulator calibration was drifting upwards 415mmhg. The fse was unsuccessful when attempting to regulate the pressure down to 390. The fse identified that the pressure regulator o-rings were dry and falling down when retrieving the regulator from underneath the pressure reservoir. It was unclear whether the rings leaked under these conditions. The fse replaced the drive regulator (0103-00-0633) as a precaution. The unit was also failing the all manifold test, third test of the pim section. The leak diff. Prs portion of the test was failing. When completing several attempts of condensation removal procedures, the unit was failing at around -10 and -13 on various attempts. The fse stated that the pim was clean, free of moisture, and in good condition. The fse replaced the safety disk (0202-00-0140) as a precaution. The fse then completed an all manifold test without issue. The unit was calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: part safety disk, part regulator, drive. These parts were received with a reported unit failure of gas loss alarm and failed pim leak test. The fat dept. First installed part safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The safety disk passed testing. The fat dept. Then proceeded to install part regulator, drive into the cardiosave test fixture and tested the regulator to factory specifications per procedure and the cardiosave service manual. The fat dept. Calibrated the vacuum and pressure regulators. The fat dept. Observed the pressure regulator drifts each time it was calibrated. The fat dept. Then performed an autofill and allowed the unit to pump. After two hours of pumping no alarms were heard or observed. The fat dept. Then booted the cardiosave into diagnostic mode and performed the pressure regulator calibration and observed that the regulator had drifted. The regulator failed testing. The failed regulator may be the cause of the gas loss alarms. Retaining the parts in the fat dept. Per procedure.

Event description:
N/a.